Event description:
It was reported a cardiac perforation, pericardial effusion and death occurred. Procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician crossed the septum mid on the bicaval view and mid-anterior on the short access view on intracardiac echocardiography (ice). When physician buzzed across, a successful deployment of the versacross rf wire into the left atrium (la) occurred. The catheter could not be visualized on ice hence fluoroscopy imaging was checked, and the watchman sheath and versacross dilator were seen all the way to the posterior side on the back wall of the left atrium and the versacross rf wire was halfway inside of the dilator tip. At this time, an effusion check was performed using transesophageal echocardiography (tee). Tee imaging confirmed there was a pericardial effusion believed to be located at the posterior aspect of the left atrium. It was suspected that the versacross dilator was pushed through the back wall of the left atrium while trying to floss across the septum as the septum was slightly aneurismal. Once the effusion was confirmed, the physician tapped the pericardial space, removed fluids, and gave blood. Surgical backup was called and approximately ten to twenty minutes later, surgical backup arrived and at this time the patient had no blood circulating, and no chest compressions were done. The patient passed away. In the physician's opinion, pericardial effusion occurred after transseptal puncture which contribute to the patient complications. The device is not expected to be returned for analysis. No pericardial effusion was noted prior to the procedure. In the physician's opinion, the device has contributed to the event, since the pericardial effusion was after transseptal puncture.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available still.

Event description:
It was reported a cardiac perforation, pericardial effusion and death occurred. Procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The physician crossed the septum mid on the bicaval view and mid-anterior on the short access view on intracardiac echocardiography (ice). When physician buzzed across, a successful deployment of the versacross rf wire into the left atrium (la) occurred. The catheter could not be visualized on ice hence fluoroscopy imaging was checked, and the watchman sheath and versacross dilator were seen all the way to the posterior side on the back wall of the left atrium and the versacross rf wire was halfway inside of the dilator tip. At this time, an effusion check was performed using transesophageal echocardiography (tee). Tee imaging confirmed there was a pericardial effusion believed to be located at the posterior aspect of the left atrium. It was suspected that the versacross dilator was pushed through the back wall of the left atrium while trying to floss across the septum as the septum was slightly aneurismal. Once the effusion was confirmed, the physician tapped the pericardial space, removed fluids, and gave blood. Surgical backup was called and approximately ten to twenty minutes later, surgical backup arrived and at this time the patient had no blood circulating, and no chest compressions were done. The patient passed away. In the physician's opinion, pericardial effusion occurred after transseptal puncture which contribute to the patient complications. The device is not expected to be returned for analysis. No pericardial effusion was noted prior to the procedure. In the physician's opinion, the device has contributed to the event, since the pericardial effusion was after transseptal puncture. It was further reported that the watchman trusteer was used with the versacross rf wire. The physician was advancing the dilator without versacross rf wire fully deployed.

Manufacturer narrative:
Correction to the initial MDR: the fields b5 (describe event or problem), d3 (manufacturer name), d4 (model number, lot number, catalog number, expiration date and unique identifier (UDI), and g1 (MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.